Event description:
It was reported that the atrial egm (electrogram) channel of the device is noisy. It was also reported that in the saved egm of a non-sustained vt episode, the atrial egm signal displayed as a flat line, while the ventricular egm continued on. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.